Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty liquid crystal display; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involved, patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with faulty liquid crystal display was confirmed during product evaluation. The root cause of the reported problem was determined to be multiple lines on display. Appropriate action was taken to correct the reported problem by replacing the main display. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.